Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubbles in the luer lock. There was no impact to the customer's blood glucose level. Tandem's technical support educated the customer on how to prime the tubing to remove the air.